Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after implantation of intraocular lens (iol), the patient experienced night time glare and halos preventing driving at night. The lens was explanted in a secondary procedure an replaced with a monofocal lens. The clinical reason for explant was nighttime dysphotopsia. Additional information has been requested and received stating the patient was still in postop period so final outcome not yet known.

Manufacturer narrative:
Additional information was provided in h.3. And h.10. Information was provided that a qualified cartridge, handpiece, and viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. The explanted lens was not returned. Information was provided that indicated the (1.50 cyl) 19.5 diopter (1.5 extended depth of focus) lens was removed and replaced with a non-company monofocal lens 19.5 diopter. This information that a company toric lens was replaced with a monofocal lens suggests that the replacement lens model and diopter may have been an improved selection for the patient's vision needs. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).